Event description:
Invalid result (s). Test did not produce result.

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed fot lot cov2020160. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Retention samples were checked and met the qc criteria. The complaint issue has not been found. Complaint is not verified.